Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m340 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m340 shows no trends. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. An investigation was performed based on the complaint description provided by the customer. The customer reported the anticoagulant and saline bags were incorrectly placed while installing the kit. Section 3-16 of the cellex operators manual (1470493 rev 06) for use with software 5.4 on placement of saline and anticoagulant bags states "caution: correct attachment of the saline and anticoagulant bags to the correct fluid spike is essential. Incorrect attachment may lead to clotting in the procedural kit, patient blood loss, and a failed treatment." The root cause of the clots observed was most likely due to the operator inadvertently swapping the anticoagulant and saline bags during kit installation. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 19-sep-2024.

Event description:
The customer contacted mallinckrodt to report blood clotting in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received return pressure alarms during the procedure. The customer reported they found a blood clot at the end of the return line during the treatment. The customer reported they inadvertently switched the anticoagulant and saline connections during kit installation. The customer reported they connected the saline bag to the anticoagulant line, and the anticoagulant bag to the saline line. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer did not return product for investigation.